Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent was already fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in a densely calcified left popliteal / distal superficial femoral artery lesion. The patient had previously implanted stents in the vessel and a new area of stenosis was noted distal to the implanted stents. The supera stent delivery system was advanced through an unspecified 6 french sheath and advanced to the target site without issue. Deployment was initiated. After the stent was partially deployed, deployment stopped. The thumbslide was able to advance without resistance, but it seemed as if the ratchet was not engaging and the stent would not deploy. The physician tried rotating the delivery system, in an attempt to engage the ratchets, but the stent would not deploy. The decision was made to remove the stent, stent delivery system and guide wire as a single unit. No attempt was made to remove the stent delivery system from the guide wire; the physician chose to remove all devices as a single unit to prevent patient injury. There was no adverse patient effect and no clinically significant delay. No additional information was provided.